Event description:
Bought a new philips dreamstation CPAP machine and was never happy with it from day one, bought it in (B)(6) 2021. I was tired, sleepy all the time, had a headache quite often and did visit the supplier around early (B)(6) to report my concern. Also went to doctor about my about this on (B)(6). Just feel terrible as if I was not using a CPAP or worse. FDA safety report ID # (B)(4).